Manufacturer narrative:
Event took place outside of the united states (in france), and was associated with a product that is also cleared for market within the united states.

Event description:
Revision surgery on (B)(6) 2020 due to loosening. Surgeon explanted ø36/+3 standard humeral cup and size 12 humeris stem implanted a new size 10 humeris stem and a new ø36/+6 standard humeral cup. Primary surgery on (B)(6) 2019.